Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual and microscopic examination was performed on the returned mustang device. The device was returned in two separate sections. One section consistent of the hub, shaft and balloon material. The other section consisted of shaft, balloon material, tip and the proximal markerband. The balloon was unfolded which indicates it had been subjected to positive pressure. The balloon material was noted to be in two separate sections and bunched at the distal end. A visual and microscopic examination identified a complete circumferential tear in the balloon material approximately 65mm distal to the proximal balloon bond. From the examination no issues were noted with the balloon material that could have contributed to the damage identified. A visual and tactile examination identified a complete break in the shaft of the device approximately 7mm distal to the proximal balloon bond. Multiple kinks and stretching damage was also noted on the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft of the device that could have contributed to the damage identified. A visual and microscopic examination identified that the proximal markerband was severely compressed. The distal markerband was detached from the shaft and was not returned for analysis. No issues were noted with the markerbands that could have contributed to the damage identified. A visual and microscopic examination of the tip identified no damage or any issues with the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon burst before reaching the recommended pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon burst before reaching the recommended pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.